Event description:
Hose noted to be leaking small amounts of water at the connection of the black port on the hose to the black port on the pediatric blanket underneath the baby. Blanket and hose changed and set aside for biomed.

Event description:
Hose noted to be leaking small amounts of water at the connection of the black port on the hose to the black port on the pediatric blanket underneath the baby. Blanket and hose changed and set aside for biomed.